Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was confirmed that the battery depletion in 6 months was due to high settings. The patient also reported that the surgery was painful for the patient. No further patient complications were reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had an ins replaced because it depleted and only lasted for 6 months. No further complications were reported/expected.